Manufacturer narrative:
Corrected data: reference (B)(4).

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through review of medical article "transcatheter valve-in-valve implantation using corevalve revalving system for failed surgical aortic bioprostheses" authors luca testa et al, the following event was identified as pertaining to an edwards devices: a patient with a 21mm valve implanted in the mitral position underwent a valve in valve replacement after an unknown implant duration due to stenosis. A non-edwards valve was implanted within the disabled edward valve.